Event description:
It was reported that the ventilator generated a technical error code during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, our technician never was on site. No more information was provided regarding which technical error was generated or the caused of the it. The cause to the reported issue has not been determined. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided.